Event description:
A malfunction alarm was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance to reset the malfunctioning pump, but when the issue recurred, it was decided that the pump would be replaced. The customer, whose pump was under warranty, was instructed on how to use a backup insulin delivery method and how to return the pump.